Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The olympus endoscopy support specialist (ess) visited the user facility to observe the reprocessing technique of the reprocessing technician. The ess noted there were no deviations observed. As part of the pms study process, an olympus clinical specialist conducted a review of the sampling technique of the technician who took the sample from the scope and observed, someone was entering or leaving the sampling room. Someone was working in the sampling room. The clinical special instructed the appropriate technique to the sampling staff. Additionally, the scope was sent to an independent laboratory for re-culturing and the sample which was collected from the endoscope tested positive for bacillus sp. (1cfu). The exact cause of the reported event could not be conclusively determined at this time, because the investigation of this case is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
The referenced scope was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined at this time. However, olympus will continue to investigate and obtain more detailed information regarding the reported events. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that during a post market surveillance study, the scope cultured positive for neisseria flavescens, rothia mucilaginosa, micrococcus luteus and streptococcus parasanguinis after reprocessing. There were no associated patient infections reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause analysis report for the postmarket surveillance with the referenced tjf study. There were no deviations observed during the environmental investigation and the automated endoscope reprocessing machine inspection. The customer utilized the oer-pro to reprocess the subject scope. Although no deviations were observed during the reprocessing procedure review, based on the investigations (microbiological analysis, standard inspection), insufficient/improper reprocessing procedures cannot be ruled out as a contributory factory of the reported event.

Manufacturer narrative:
The scope was sent to an independent laboratory for ethylene oxide (eo) sterilization and then returned to the service center for evaluation of the channels. A visual inspection was performed on the received condition and three were no signs of foreign material/substance/stain inside the biopsy channel/port and suction channel/port when inspected. Additionally, there were also no signs of foreign substance/materials/stain found with the external areas of the scope, i.e. Insertion tube, bending section cover/glue, elevator forcep raiser, distal end cover, light guide and objective lens/glue objective lens/glue. The scope passed the leak test. In addition, the service group noted the bending section cover glue was cracked, there was excessive light guide bundle breakage and minor scratches on the distal end cover and insertion tube. The cause of the damaged light guide bundle breakage and bending section cover glue can be attributed to handling. A review of the service history indicates the asset scope was last repaired on may 3, 2018, and was not related to aa positive culture. Based on the evaluation, the cause of the reported positive culture could not be confirmed as the investigation is on-going.